Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the log files for this event were reviewed. During evaluation it was found that the investigation confirms the reported event of the implant transitioning from size 6 to 5. The pointer tool was not utilized to measure any of the resected cuts, so over/under resection cannot be assessed. The most probable root cause is femur bone array movement during operation but it cannot be confirmed without the utilization of the pointer tool. There were no defects found with the system and software. The assignable root cause was determined to be due to the user.

Event description:
It was reported that during a total knee arthroplasty surgical procedure, it was observed that ¿incorrect cuts were made¿ while using the robotic-assisted solution satellite station device. According to the report, the surgeon initially cut for a size 6 femur and wanted to recut to a size 5 femur to open flexion space. The reporter stated that the robot was set to ¿anterior referencing¿, so the surgeon changed to a size 5 and recut femur. It was reported that the cuts were off by over ¿one full size and the chamfer cuts were angled way off.¿ the reporter stated that the surgeon did not observe pin or array movement, but it could have happened. The surgeon switched from press fit to cemented crs revision femur with 30mm stem and a rp revision tibia with a constrained crs femur due to cuts not matching. Additionally, it was reported that the patient started with 15 degrees of flexion contracture. After the initial cuts, the patient hyper extended by 15 degrees and was another reason to use crs revision components. It was reported that there was a surgical delay of 35 mins. There was patient involvement. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained, that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional information received, from the reporter. Regarding the event reported, that "the patient had flexion contracture before incision. After cuts were made, the patient had a knee, that was hyperextending. It was reported, that the revision components helped. And there was no hyperextension, after final implants were in".